Event description:
The customer stated getting message "paddles need to be connected". No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.